Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped on (B)(6) 2017 due to oversensing and pacing inhibition. Noise was present and reproducible with isometrics. Impedances were all in range and normal. Device was reprogrammed to doo 70 from dddr 60-130. Xrays did not show any obvious signs of fracture. The patient was asymptomatic. No additional adverse patient events were reported.